Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (highest of 388 mg/dl) than normal. The customer delivered correction bolus via the insulin pump to address bg level. Reportedly, the suspected cause of high bg level was potentially due to not delivering a large enough bolus for carbohydrates and the customer being a teenager. Recommendation was made to consult with health care provider (hcp) regarding diabetes management.